Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device seal was damage and disengaged, and leaks occurred from the device. They then used another device to resolve the issue in order to complete the case. There was no patient injury.